Event description:
Customer reports one intermate sv 100 system in which the bladder ruptured during filling with normal saline, allowing the normal saline to enter the housing. No patient involvement.

Manufacturer narrative:
One used unit was received with approximately 10ml of solution inside the cover/housing. Upon receipt, visual inspection confirmed the ruptured non-footed bladder. Per procedure, the unit was then disassembled for microscopic examination of the external / internal surfaces of the bladder and the rupture lines for any evidence of glue, scratches, voids, embedded particulate matter or unevenly mixed rubber on or near the rupture lines. As a result, none were observed. Furthermore, the stress member was inspected for possible signs of damage or rough surfaces, but none were detected. Based on the above findings, the root cause of the ruptured non-footed bladder could not be determined at this time. CAPA file im-CAPA-0007 was opened on 8/5/2005 and is in the investigation stage. Similar incidents have been received for this product family this incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a follow up medwatch when available.